Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a dislodged washer at the grip ring. The washer is loosely placed and moving freely. The grip ring moves freely up and down grip the grip drive adapter. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests but failed initialization test. The initialization test was bypassed and the jaws opened but did not close. The complaint regarding the cutting edge of the sealer does not come out was confirmed by failure analysis.

Event description:
It was reported that the cutting edge of the vessel sealer extend instrument did not come out. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found to have a missing retaining ring c-style from the roll input disk. The retaining ring was missing on the proximal end. Additional observation related to customer reported complaint: the instrument was found to have a grip ring dislodged. The screw head is damaged. The instrument was placed on an in-house system. The instrument failed self-tests. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the system logs verified three homing failures with error code "22026". The dislodged grip ring at the proximal end likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases.

Event description:
Refer to h11 for follow-up information.